Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08990. It was reported that undersensed p-waves were noted on the right atrial lead and pulse generator. The lead was sensing low amplitude p-wave and the pulse generator was programmed with an inappropriate atrial sensitivity. The device was reprogrammed. The patient was fine before, during and after the reprogramming.